Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device faults were due to a calibration failure. The device was serviced and returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a touchscreen failure and displayed a system fault (sf 218) error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to the resmed and an extensive engineering investigation was performed. Review of the device logs confirmed the occurrence of a system fault error message (sf 218). Performance testing confirmed the reported touchscreen failure. Based on all available evidence and previous investigations of similar complaints, the investigation determined that the reported system fault error message (sf 218) was due to a software issue. Additionally, the investigation determined that the touchscreen failure was due to water contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).